Manufacturer narrative:
No conclusion code available. Final analysis found that the ptfe coating of the guidewire was bunched and clogged inside the inner coil at the connector pin region with the inner coil bunched up and pulled back proximally. The cause of the reported event was due to the ptfe coating of the guidewire clogging the inner coil at the connector pin region.

Event description:
It was reported that during initial implant procedure, the guidewire could not be removed from the left ventricular lead. The lead was removed. Patient was stable.